Manufacturer narrative:
Per the initial reporter, the device will not be returned. (B)(4). PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during an angioplasty procedure, two flexor introducer sheaths from lot 6470720 separated at the hub during removal. The physician accessed the femoral artery to perform the angioplasty using an "up and over" technique. The patients vessel was not scarred, tortuous or calcified, and no resistance was felt. Upon removal of the first complaint device, the sheath separated at the hub. Another flexor introducer sheath was inserted and it, too, separated at the hub upon removal. A new sheath was used to successfully complete the procedure. Some blood loss was reported which was greater than expected but was not quantified. According to the initial reporter, a section of the device did not remain inside the patient¿s body. The patient did not require any additional interventions due to this occurrence.

Manufacturer narrative:
This MDR is being submitted as having information not previously reported. Additional complaint investigation and record remediation was not performed. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, manufacturing instructions, and quality control of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Measures are being conducted to address this failure mode. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.